Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the saphenous vein graft with a previously implanted stent. After a guide extension catheter was advance, a synergy drug-eluting stent was advanced but failed to cross. Upon removal, the synergy stent caught on the previously implanted stent and pulled the synergy stent off of the balloon. The physician was able to 'tact up' the dislodged stent inside the artery. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that another stent was used to crush the dislodged stent against the vessel wall.